Event description:
During the procedure, the physician used a wilson-cook tracer metro wire guide. When the wire guide was pulled back through the sheath of a wilson cook web ii memory double lumen extraction basket the coating of the wire guide separated near the distal end and detached inside the sheath of the basket. The devices were removed with no injury to the pt.